Event description:
It was reported that patient presented remotely via merlin.net. The right atrial (ra) lead exhibited oversensing noise with inappropriate auto-mode switch. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.